Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted due to product advisory. No further information was available.

Manufacturer narrative:
Additional information: a4, b5.

Event description:
New information received notes that the patient was discharged in stable condition.